Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the cartridge tip was distorted and broken at one side. The intraocular lens was not returned as to date remains implanted in the patient's eye. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a, not applicable, the lens was implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that once the injector was in the eye, and the doctor was advancing the lens, the injector split. It was additionally reported that after the lens was all the way in the eye, it was noticed that a piece of the lens was shaved off. The missing piece of lens could not be located. The lens with the missing piece was implanted and not removed. A vitrectomy was not performed. The patient's visual acuity post-op is 20/20 , patient reported to be fine. No treatment or prescription was given to the patient. During follow up, it was found that the injector split along the side. No additional information was provided to abbott medical optics.